Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "when inserting the instrument into the endoscope, the distal end of the needle tube may become bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and ultrasound image; otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the needle was not detected by the ultrasound unit. The reported problem was found during a diagnostic ebus (endobronchial ultrasound) bronchoscopy procedure, which was completed successfully with a new needle. There was no harm or user injury reported due to the event.